Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 77-year-old male was implanted with an impella cp for circulatory support. Following an acute myocardial infarction, the patient lost pulsatility and required escalation from an impella cp to an impella 5.5 pump for support. The cp pump was left across the valve as the impella 5.5 pump was put into place. However, during this escalation, bleeding was identified at the impella cp graft site. Four units of blood were given to counteract the blood loss and the patient was reported to be stable.

Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided.